Event description:
The device was returned for evaluation and repair with a report that the handpiece was heating up. There was no patient or user impact or injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. The product analysis found the device showed some damage to the connector. The handpiece was inspected visually; the middle was clear with no significant corrosion/damage to visible part. No other significant physical damages were noted. The handpiece was plugged into the ipc (along with the footswitch) and run in oscillate mode at 5000rpm (default setting). The handpiece appeared to function normally; the motor sound was normal as well. The thumb wheel rotated and locked normally. During repair, the handpiece was not running and the bearings were corroded. Several components, bearings and motor, were replaced due to corrosion and wear. The handpiece was repaired, tested to product specifications, and returned to the customer.